Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to moisture damage on the keypad traces. There was moisture damage on the lcd board. The pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump alarmed button error and she was unable to clear it. She stated that there was moisture behind the display. She stated that she usually wears the pump in her bra. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.